Event description:
According to article: a patient with a history of vte and prior ivc filter placement presented with viral pericarditis which was treated with medication management; however, a foreign body with the rv wall was observed with one of the ivc filter struts absent compared to an image from 3 years prior. The patient underwent urgent mediastinal exploration, the filter strut removed, and ventricle repaired. The patient¿s post-operative recovery was unremarkable and the rest of the filter was removed percutaneously. Patient outcome: unknown.